Manufacturer narrative:
The attachment was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with surgical debris getting into the device. That caused a failure of the lock collar. The device could not be repaired and was discarded.

Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.